Event description:
It was reported that noisy signals from the right ventricular (rv) lead were oversensed, which led to an episode of inappropriate anti-tachycardia pacing (atp) and a single shock was delivered. Boston scientific technical services were contacted and recommended rv integrity testing. At this time, the system remains implanted and in service. The implanted rv lead is a competitor's product. It was mentioned the physician is intending to surgically revise the rv lead, but this has not been confirmed. The patient was stable with no additional adverse consequences.